Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a non- tortuous and severely calcified lesion located in the mid lad exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that while sending the stent to the lesion, resistance was encountered. The stent was pulled back and stent deformation was seen. The case was postponed. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Misalignment was evident to the 7th distal stent wraps with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.